Event description:
Consumer claims she was using the heating pad on her back while sitting in a recliner and when she leaned forward she allegedly discovered burn holes in the pad and recliner. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to leaning against the heating pad which is abuse of the product and a violation of the instructions and warning provided.